Manufacturer narrative:
The underlying cause could not be determined however the issue was confirmed for motor drift.MDR is being submitted as a result of a retrospective complaint review.

Event description:
The foot motor is gliding down by itself.